Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated impedance on the atrial pacing lead was beyond the expected lower range. Atrial lead impedance trend data steady at approximately 260 ohms until week of 2014 (B)(6), then increased variability with measurements <(><<)> 200 ohms. Atrial lead warning occurred 2015 (B)(6) with notable data of low impedance pace counts since lead warning.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead exhibited low impedance. The patient's physician is planning to replace the leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.